Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the doctor told them that the insulin pump was not bolusing. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's father stated that his son fell down the stairs and did a correction with manual injections. The customer's father stated that he saw his son did a bolus and now sure why there was no data of the boluses being given. The customer's father stated that his son turned the alarms off on the insulin pump. The customer's father did not have the insulin pump at the time of call. The insulin pump will not be returned for analysis.